Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems and dyspareunia. It was reported that the patient underwent mesh removal/revision on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent complete interstim system implantation with incision and implantation of tined quadripolar lead electrodes, into foramen s3, fluoroscopic guidance for needle placement, subcutaneous implantation of sacral nerve neurostimulator and electronic analysis and complex programing on (B)(6) 2013 due to urgency and urge incontinence.